Manufacturer narrative:
(B)(4). The device was evaluated by baxter. During the evaluation, the device alarmed a false upstream occlusion due to a failed upstream sensor. The upstream sensor has been replaced.

Event description:
During testing by baxter, the spectrum pump displayed a false upstream occlusion alarm. There was no patient involvement. No further information is available.